Event description:
The customer reported that she attempted to run a blood glucose test with her contour next link 2.4 meter, however, the meter did not switch on upon the insertion of the test strip. The customer was unable to check her blood glucose readings and experienced symptoms of hypoglycemia. The customer called an ambulance. No further event details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
Based on the additional information received, the customer did not call an ambulance and did not require medical attention. Sections b1 and h1 of the initial report indicated the report type and type of reportable event to be an adverse event and serious injury respectively. Based on the additional information, the report type for this event is product problem and the type of reportable event is a malfunction. Sections b1, b5, and h1 have been corrected to reflect the correct information.

Event description:
The customer reported that she attempted to run a blood glucose test with her contour next link 2.4 meter, however, the meter did not switch on upon the insertion of the test strip. The customer was unable to check her blood glucose readings and experienced symptoms of hypoglycemia. No further event details were provided.there was no allegation of an adverse event.

Manufacturer narrative:
Type of reportable event was inadvertently captured as serious injury in section h1 of the 2nd supplemental report. Section h1 has been corrected with the type of reportable event as malfunction.